Event description:
It was reported that the rv lead had high thresholds that triggered the high threshold warning. While performing testing, the patient experienced some pocket stimulation with the unipolar setting. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the rv lead had high thresholds that triggered the high threshold warning. While performing testing, the patient experienced some pocket stimulation with the unipolar setting. It was further reported that the impedance was increasing and that no threshold values have been available on carelink. The lead was capped and not replaced due to chronic atrial fibrillation. No patient complications have been reported as a result of this event.

Event description:
It was reported that the rv lead had high thresholds that triggered the high threshold warning. While performing testing, the patient experienced some pocket stimulation with the unipolar setting. It was further reported that the impedance was increasing and that no threshold values have been available on carelink. The plan is to revise the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.